Manufacturer narrative:
Follow-up #1: date of submission 11/19/2013 device evaluation: the device has been returned and evaluated by product analysis on 11/07/2013 with the following findings:evaluation revealed that all audio settings were set to high. Audio level test well within specifications. Opened pump and removed from case and inspected piezo and no defects found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.